Event description:
It is reported that the pt is experiencing the onset of mild instability with occasional giving out of knee.

Manufacturer narrative:
Primary operative notes rec'd state that after a lateral retinacular release, the balance of the knee looked very good overall and extension gaps appear to be equal. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Rehabilitation protocol and adherence thereto is unk. A definitive root cause cannot be determined with the info provided. Eval codes: the device history records were reviewed, indicating the devices were manufactured, inspected, and packaged to specifications.